Manufacturer narrative:
S/w version 4.11d, retainer ring = black. On (B)(6) 2021, the customer alleged was for high bg and cosmetic damage located in the battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage(serial number label stained/peeling and end cap address label fading/peeling). Thus was utilized and downloaded trace/history files properly. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0871, however failed self test, no vibrations were noted due to moisture in the vibrator motor assembly. Pump was cut open to perform visual inspection and found moisture damage on the electronics, force sensor and motor assembly noted. The harness assembly vibrator also had moisture damage. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Cosmetic damage was confirmed cracked case-corner of belt clip rails. Moisture damage confirmed on electronics, force sensor, motor assembly and harness assembly vibrator. Vibrator anomaly was due to moisture damage in the vibrator motor assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had cracked batter compartment. The customer will discontinue to use the device.